Event description:
It was reported that the ventricular lead exhibited non-capture due to dislodgement. Telemetry data was obtained from the device, which showed that the pacing threshold had increased as well. The physician attempted to reposition the ventricular lead, however was unsuccessful. It was noted that the tip of the helix appeared to be bent from all directions as noted under fluoroscopy. Since repuncturing might damage the existing atrial lead, the physician elected to cut the ventricular lead and the lead was used to insert a sheath. Additionally, tissue was noted at the tip of the lead as well. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant 457445 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.